Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: saline mentor breast implant of unknown type. (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent a breast augmentation primary with saline mentor breast implants of unknown type and experienced capsular contracture, dimpling, and asymmetry. The asymmetry was discovered by the healthcare professional by x-ray. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 9/27/2018, it was reported to mentor that the patient had ultrasound done. No results yet. Manufacturer¿s reference number: (B)(4).